Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) the patient reported hearing and alarm and their personal therapy manager (ptm) showed error code "8479". (Please note: this conflicts with previously reported information that the error code was 8476). It was noted that the first motor stall recovered on (B)(6) at 16:24. (Please note: this conflicts with previously reported information that the first motor stall recovered on (B)(6) at 16:34). On (B)(6) a normal rotor study was done, however the clinician elected to replace the pump. The pump was explanted/replaced on (B)(6). The outcome of the event resolved without sequelae on (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (15 mg/ml at 6 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that pump interrogation showed two motors stalls had occurred and recovered. The pump stalled on (B)(6) 2019 at 07:57 and recovered at 16:34; then stalled again at 22:04 and recovered on (B)(6) 2019. The patient also reported seeing code 8476 on their ptm, which indicates a motor stall. The patient reported weakness and "feeling like the pump is not working." Considerations were reviewed with the caller. No further complications were reported.